Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt, as well as damage ion the epoxy header region and exposed wires. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. The older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly underwent elective surgery to receive a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.